Event description:
Customer reported internal damage to usb port, which caused issues with charging pump and uploading data to source. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting.